Event description:
According to the complaint after extracting blood samples and preparing for examination, it was found that the abl90 flex analyzer ((B)(6)) had crashed, and some results could not be detected. The customer also complained about the new solution pack (sp) failed to be installed, inaccurate blood gas results with multiple items not being detected on the new installed sensor cassette (sc). The distributor received the maintenance request from the hospital on (B)(6) 2023. The following error codes were provided: error code: 1320, calibration failure (ca), 1318, calibration failure(k). The radiometer field service engineer replaced the sc (lot 1499-205).

Manufacturer narrative:
Radiometer investigations has concluded that the root cause of the incident was failed calibration of the electrolytes and ph (related to reference electrode). The sensor cassette was replaced.